Manufacturer narrative:
Additional information: d1, g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. The transseptal was checked with an echocardiogram which revealed a pericardial effusion, the procedure was stopped and reanimation was started immediately. There were no performance issues with any abbott devices. The physician stated patient anatomy (scoliosis) was the cause of the effusion.